Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter is "dysfunctional" within the day of insertion. It was impossible to monitor the blood pressure and take sample. The staff also faced "kink issues" with the device. This required either to remove the catheter or remove and replace the catheter.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the catheter is "dysfunctional" within the day of insertion. It was impossible to monitor the blood pressure and take sample. The staff also faced "kink issues" with the device. This required either to remove the catheter or remove and replace the catheter.